Event description:
The surgeon reported a hypopyon at approximately 1 week postoperative. The lens remains implanted. The pt's prognosis was good at last report. According to the surgeon, pt's visual acuity was 20/hm on 06/08/2000 and as of 06/10/2000 hypopyon was clearing and pt was doing well. In addition, pt saw dr. For eval and nothing infectious was found. Pt to see another dr on 06/09/2000. The cause of hypopyon is unknown at this time. This MDR report is sent because the product was used in the surgery.